Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent implant was dislodged from the balloon and was not returned. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that the 3.5 x 28 mm xience xpedition stent delivery system was removed from the packaging without difficulty. The stylet and sheath were removed without difficulty. The device was prepped and the physician noted that the stent was missing. There were crimp marks noted on the balloon; however, the stent was not located. It was thought that the stent may have remained on the stylet or sheath; however, the stylet and sheath were discarded and the stent was not located. The stent delivery system was not used in the patient anatomy and there was no patient involvement. There was no clinically significant delay reported. A second same device was used in the procedure. No additional information was provided.